Event description:
It was reported that the catheter had been placed (B)(6) 2011 and was removed (B)(6) 2011. The event occurred in the cath lab and the insertion site was the right femoral artery. When injecting the catheter for the third time, the catheter burst an inch from the hub. The injection was 20 ml 10ml/s at 540-psi: left pulmonary artery injection. There were no reported pt complications or injuries. No reported death.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.